Event description:
The patient was receiving chemotherapy infusion which required a filtered line. About 1.25 hours into infusion, it was noticed the patient had a wet area in the groin region. It was determined the IV line was leaking. The line was evaluated and the leak generated from the connection to the filtered portion of the line. While handling the line, at a different site, it separated and fell apart. The patient was not harmed and the infusion was re-initiated with different equipment.